Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not attach to the pt's esophagus. The capsule fell off in the pt's mouth. A second capsule was attempted and also failed. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not available at the time of the report. A follow-up medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp.